Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient's ins was in a state of overdischarge. The doctor contacted the rep and stated that he will be removing the device at the request of the patient. He stated in the future more discussion will occur about the therapy however not at the current time. It was unknown what factors may have led to this of if any troubleshooting or diagnostics were performed prior to the explant. The issue was reported to be resolved at the time of the report. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.